Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels 38 mg/dl. Reportedly, the bg level was due to the customer's basal rate setting needing adjustment, and additionally due to not eating well. To treat the low bg level, the customer consumed juice. Reportedly, the customer consulted with health care provider regarding adjusting the pump settings.